Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: heart perforation by pro-MRI right ventricular lead in a (B)(6). (B)(4).

Event description:
A journal article was reviewed which contained information regarding this lead. The patient experienced recurring pricking pain in the apical region radiating to the right shoulder one day post implant. During device follow up high pacing thresholds were noted and a variation in the r wave sensing. The r wave sensing had increased and was high. A perforation of the heart apex by the rv lead was confirmed. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.